Manufacturer narrative:
Upon follow up, it was reported that antibiotic treatment was discontinued and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with ceftazidime injection (1 gm, everyday, route and duration were not reported) and vancomycin injection (1 gm, every 5th day, route and duration were not reported) for the peritonitis. Both antibiotic treatment were ongoing. At the time of this report, the patient was recovering from the event. No additional information is available.